Event description:
During a laparoscopic cholecystectomy procedure, a clip was locked in the jaws and couldn't be fired any more. Anothe rlike device was used to complete the procedure. There was no patient consequence.